Manufacturer narrative:
We received information about codes and lot # of the devices involved in this revision case only for the devices implanted in 2014. No information about the devices implanted in 2006 and removed in 2016 were available, since the explanted items were disposed of as per hospital policy. Therefore, we could perform our initial investigation only for the devices implanted in 2014. The check of the sterilization charts of the lot # involved (revision stem: lot #201311873;reverse humeral body: lot #201400098; reverse liner: lot #20140471) did not show any anomalies on the overall number of pieces manufactured with these lot#, thus indicating that the devices were correctly sterilized before being placed on the market. This is the first and only similar complaint received on these lot#. We will submit a final MDR once our investigation is concluded.

Event description:
In 2006 the patient underwent a primary shoulder arthroplasty and the implanted prosthesis consisted of a smr reverse prosthesis with a concentric glenosphere. On (B)(6) 2014 a revision surgery was performed due to humeral fracture and a cemented revision stem with a reverse humeral body and pe liner were implanted. On (B)(6) 2016 the patient underwent revision surgery due to infection. During the surgery, the components implanted in 2006 and the revision stem implanted in 2014 were removed. The patient had mrsa, but it was unknown if the infection was caused by (B)(6). It was reported that the patient was not very healthy at the time of revision surgery. Event occurred in (B)(6).

Manufacturer narrative:
We received information about codes and lot # of the devices involved in this revision case only for the devices implanted in 2014. No information about the devices implanted in 2006 and removed in 2016 were available, since the explanted items were disposed of as per hospital policy. Therefore, we could perform an internal investigation only for the devices implanted in 2014, even if no explants were available to be send back to lima corporate for further analysis. Sterilization charts review: the check of the sterilization charts of all the lot# implanted in 2014 (revision stem: lot #201311873; reverse humeral body: lot #201400098; reverse liner: lot #201404741) did not show any anomalies on the overall number of pieces manufactured with these lot#, thus indicating that the devices were regularly sterilized before being placed on the market. X-rays analysis: pre-operative x-rays related to the second revision surgery (2016) were received. According to a medical evaluation, the quality of the received images makes a definitive statement about the prosthesis failure very difficult. Anyway, a fractured humeral body shaft can be seen. Given that patient had mrsa, it's possible that there was a preceding infection that caused prosthesis loosening followed by subsidence and finally fracture of the humeral bone. Based on this evaluation, both revisions (2014 and 2016) could be due to infections, linked to unhealthy patient condition. With regards to this, the IFU provided with the smr system report that local or systemic infection is an absolute contraindication for implanting a smr prosthesis. According to our investigation with the available info, this is not a product-related case. Pms data: (B)(6). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Primary shoulder arthroplasty was performed in 2006. At that time, a smr reverse prosthesis was implanted. First shoulder revision surgery was then performed on (B)(6) 2014 due to humeral bone fracture. During this first revision surgery a cemented revision stem with reverse humeral body and reverse pe liner were implanted, replacing the previous components. Second shoulder revision surgery was performed on (B)(6) 2016 due to infection. During this surgery the whole prosthesis - glenoid components implanted in the primary surgery (2006) and the revision stem + reverse body + reverse liner implanted during the first revision surgery performed (2014) - were removed. According to the info related to the second shoulder revision surgery, patient had (B)(6). It was also reported that the patient was not very healthy (other co-morbidities) at the time of second revision surgery. Event happened in (B)(6).